Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck was 27mm to 29mm in diameter and 18mm in length. The proximal neck diameter of the right iliac artery was 31mm and 77mm in length. The proximal neck diameter of the left iliac artery was 22mm and 80mm in length. The right iliac access diameter was 6.7mm and the left iliac access diameter was 6.6mm. During a follow up visit the patient stated right leg pain. Upon physical exam it was determined that the patient had no pulse in the right common femoral. Upon ultrasound it was determined the right limb of the graft was occluded and the aneurysm had grown from 5 to 6 cm. The physician could not find an endoleak by ultrasound and had a non -contrast CT done to confirm the aaa had grown. The physician did not want to perform a fem-fem bypass on the patient due to bladder cancer issues and instead has decided to revise the stent graft with an open procedure to exclude the aneurysm and re-establish flow to the right leg. The patient mentioned to the physician that prior to the leg pain the patient had stopped taking aspirin as prescribed. The physician believes it is better for the patient to do an open repair and take care of the aneurysm growth and right leg ischemia in one setting. The physician noted that the neck had a great deal of thrombus and that might have contributed to the aneurysm growth. At this time it is difficult to determine what type of endoleak the patient has. Additional information has been requested for the intervention. The patient will remain under observation and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related: pre-existing thrombus. Cause is unknown. Conclusions: anatomy related: pre-existing thrombus. Cause is unknown.